Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have an issue with the reservoir volume accuracy. It was reported that the patient's wife attached a full cassette, but the pump alarmed stating the reservoir was at zero. The issue was able to be resolved manually. Per reporter the patient experienced two falls and the patient was hospitalized after the second fall for two fractured ribs and a fractured left scapula, progressive rigidity, worsening of gait, weight loss and increased falls. It is unknown if the pump issue may have contributed to the falls. No additional adverse effects were reported.